Event description:
Olympus was informed that during a colonoscopy procedure, a bristle of the u.s. Endoscopy cleaning brush came out of the instrument channel into the pt as an unspecified endotherapy instrument was inserted into the instrument channel of the referenced colonoscope in an attempt to obtain biopsy samples. Olympus followed-up with the user facility to obtain additional info. The user facility reported that the bristle of the cleaning brush which measured one inch fell into the pt during a diagnostic colonoscopy procedure. The bristle of the cleaning brush was reviewed with a grasper. The intended procedure was completed with the same endoscope. There was no pt harm reported. The user facility claimed that all of the reprocessing personnel have been retrained. The user facility further reported that the referenced device will not be returned to olympus for eval.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval. The exact cause of the user's report could not be conclusively determined. However, insufficient cleaning could not be ruled out as a contributory factor. The user facility did not feel an in-service was necessary at this time and indicated that the incident was attributed to user error and replaced the cleaning brush. The OEM had reviewed the device history records and found no abnormality.